Manufacturer narrative:
On the basis of our pms data, we are aware of 11 cases of infection on more than 123900 cocrmo modular heads code 5010.09.xxx/5012.09.xxx, with an occurrence rate lower than 0.1%. No corrective actions implemented for this specific case. Lima corporate will keep the market monitored. Please, consider the current MDR as a final MDR.

Event description:
Revision surgery of hip prosthesis due to infection performed on (B)(6), 2020. Primary surgery was performed on (B)(6) 2020. According to the information reported, patient was obese and did not keep her wound clean which resulted in skin infection. During revision surgery, only the spacer code 5885.09.040 lot #1903820 ster. 1900191, the liner (code and lot# unknown) and head (code 5010.09.283 and lot # unknown) were changed. It was reported that during primary surgery direct anterior approach was performed, although posterior procedure would be better for this patient. Event occurred in (B)(6).